Manufacturer narrative:
Diopter: 18.00 se/2.0. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Device evaluated by manufacturer? No lens not returned. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code - (user error caused or contributed to event): based on the complaint history, lens work order, it was determined that the root cause of this event was due to loading error. (B)(4). Lens was not returned.

Event description:
The reporter stated the surgeon inserted a aa4203tl 18.0 se/2.0 diopter silicone single piece lens with toric optic. Lens split on insertion into the patient's eye. The lens was removed and another staar lens was implanted with no injury to the patient. Cause of this incident was loading error.

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic and haptic torn. Piece haptic and piece of optic are torn off and missing. Lens was returned dry. There was evidence of clear surgical residue on product. (B)(4).

Manufacturer narrative:
Lens damage can occur at any stage from manufacture through to loading and intraoperative maneuvers. (B)(4).